Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that there were no alarms on the g6 mobile app. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. The patient stated the alarms did not sound several times during the whole month of december (and little before and after). The patient reportedly received several messages from dexcom regarding "testing ios" during this period. The lack of alarms resulted in very high and very low glycemic values. One incident occurred on 12/30/2020 in which the patient had a bg of 39 mg/dl and needed unspecified help from someone else to get her blood glucose back to normal range. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.